Event description:
It is reported that the patient has been experiencing pain since july 21, 2010. It is also reported that x-rays show that the implant and bone cement have separated.

Manufacturer narrative:
Evaluation summary: given the information provided, a definitive cause for the experience of pain cannot be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.